Event description:
Customer returned this sonicbeat device for the issue of the wearing of the tissue pad after one hour of use in a therapeutic laparoscopic cholecystectomy. No piece of the tissue pad came off or fell into the patient body. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total procedure time was within two hours. Functional mode at the time of the event was seal and cut: 1, seal: 3. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. Surgeon was mid-career level. A medical office briefing was held for the device prior to the procedure. Upon evaluation of the returned device, it was observed that the device tissue pad was partially peeled and torn. This medwatch is being submitted for the reportable issue of the tissue pad being peeled and torn as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled and torn. The user¿s complaint of wearing of the tissue pad was confirmed. Though root cause of the issue cannot be confirmed conclusively, it is likely that the tissue pad was partly peeled and torn due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.